Event description:
This supplemental report is being submitted to provide a correction to the initial report. No additional information received from customer. This event was initially conservatively reported as a serious injury due to the procedure allegedly being prolonged by 30 or more minutes; however, there is no evidence the patient suffered any serious injury or adverse effects from the prolonged procedure. Olympus made multiple attempts to receive more information from the customer without success. Thus, correcting b1 and b2. B1 should not be marked as an adverse event, and b2 should not be marked at all. The f10 medical device problem reported would not cause or contribute to a death or a serious injury if it were to recur.

Event description:
It was reported the argon plasma coagulation unit was not recognizing the argon gas. The issue occurred during a therapeutic colonoscopy and the procedure was prolonged greater than 30 minutes. There were no reports of patient harm. This report is related to the following linked patient identifier: (B)(6).